Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. After a gore excluder aaa endoprosthesis featuring c3 was implanted, it was thought that cannulation had been obtained; however, the contralateral leg component was deployed outside of the gate. The pt underwent an aorta uni-iliac with an add'l gore excluder aaa endoprosthesis featuring c3 and a femoral-femoral bypass with a gore propaten vascular graft. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.